Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site due to the leads and anchors migrating into the pocket site. Surgical intervention took place on (B)(6) 2020 wherein the leads and anchors were explanted (see manufacturer reference number: 3006705815-2020-000326 and 3006705815-2020-000327) and replaced which resolved the issue.